Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the left lead had an invalid impedance value on all contacts. No lead issues were found in the x-rays. The physician will test the lead intra-operatively to resolve the issue before pursuing the avenue of lead and ipg replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.